Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unspecified mentor saline breast implants and experienced postoperative unilateral deflation. As a result, the patient underwent bilateral explantation on (B)(6) 2010 and replaced with a 375cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502375, serial number (B)(4)) on the left side and a 400cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502400, serial number (B)(4)) on the right side.